Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and backplane were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the motorized movements on the system failed to function. No report of patient injury.